Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the mini trek catheter noted contrast visible in the inflation lumen and in the loosely folded balloon consistent with preparation and the balloon inflated. There were multiple bends throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The inner member was collapsed starting at the distal balloon taper extending proximally for a length of 6 cm. Possible causes for difficulty removing a dilatation catheter after inflation may include, but not limited to, interaction of the balloon with the lesion/anatomy, the balloon not being fully deflated prior to attempting to remove, damage to the balloon, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter or introducer sheath. To help ensure this difficulty is not related to a manufacturing deficiency, the profile dimensions on all balloon catheters are confirmed by visual and dimensional checks on the manufacturing line. The collapsed profile of the balloon was measured and met manufacturing criteria. The patient anatomy was moderately calcified which may have contributed to the reported resistance. It is possible the balloon was not fully deflated prior to removal contributing to resistance however this could not be confirmed. Factors that may contribute to the inability to advance the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. An attempt was made to advance a mandrel through the tip past the proximal seal and through the guide wire exit notch but the mandrel would not advance through the flattened inner member at the balloon marker. The mandrel was advanced through the guide wire exit notch and advanced up to the flattened inner member 4.5 cm proximal to the proximal balloon seal and would not advance any further. The guide wire used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. An attempt was made to backload a new 0.014 in. Guide wire through the balloon catheter but the guide wire could not be advanced through the collapsed inner member. Engineering performed further analysis, and the balloon catheter was pressurized to 8 atmospheres without a mandrel or stylet inserted through the guide wire lumen to reveal the inner member was collapsed throughout the entire length of the balloon and proximally for a length of 6 cm proximal to the proximal seal. The inner member became bunched 6 cm proximal to the proximal seal during the analysis due to multiple inflations. As noted, a mandrel or guide wire was not inserted in the guide wire lumen of the mini trek during further analysis, which resulted in the inner member collapsing as there was no support for the lumen. There was no resistance with the guide wire reported during the first use of the catheter which suggests there was no damage noted to the inner member. It is possible that during retraction of the device, as resistance was encountered with the lesion, the device was manipulated such that as resistance was encountered, the inner member stretched and collapsed. This would contribute to resistance during re-insertion of the guide wire. A conclusive cause could not be determined. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: suoh, sion blue. Guide cath: axcess al1.5. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after the non-abbott guide wire crossed the lesion, intravascular ultrasound was performed. Pre-dilatation was performed with a 1.5x15 mm trek rx at 10 atmospheres, 1 time. Resistance was felt during removal of the balloon from the patient, so the balloon catheter was removed from the anatomy slowly. An attempt was then made to use the same trek balloon to treat another lesion; however, strong resistance was met during the attempt to load the trek onto the guide wire and insertion was not able to be achieved. The procedure was completed using another trek balloon catheter and the procedure was completed after a 2.5x18 mm xience v stent was implanted. No patient adverse effects were reported. No additional information was provided.